Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the distal portion of the sub-selector catheter appears to have separated from the proximal portion. It was noted that only part of the catheter slit, and the remaining portion of the catheter was in the outer guide catheter. The doctor removed the outer catheter and used a scalpel to remove the remaining distal portion of the sub-selector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No allegation was made against this product.